Event description:
The event is reported as: staples were not formed correctly. No injuries reported.

Manufacturer narrative:
Method: other - sample has not yet been returned to manufacturer, therefore, investigation was not completed at time of this report. Conclusion: other - (B)(4) was issued that addresses the issue of staples not forming. If further information is received, a follow-up report will be submitted.